Event description:
It was reported that the patient stated he has experienced tremendous pain following an inflatable penile prosthesis (ipp) surgery and was able to start cycling eight weeks post-operation. Initially, he was able to inflate and deflate the device, but recently he has been having issues obtaining a decent erection and finding the deflate button. No surgical intervention has been informed, and no additional information was provided.